Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous iliac artery. During placement of a 10 x 60mm absolute pro stent delivery system at the target lesion, it was noted that the distal marker band was visible but not located at the right position as it was found on the middle of the stent. The device was removed. Another absolute pro was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the mislocated marker band. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the mislocated marker band appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Subsequent to filing the final MDR, the device was sent for chemical analysis which concluded the marker band was not bonded to the stent holder properly which appears to be related to a potential product quality issue. Av will continue to trend the performances of these devices.